Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hp2 device was not returned to the factory for evaluation. However, the cannula device was returned to the factory for evaluation. Although it was reported by the complainant that the reported event occurred during preparation and there was no patient involvement. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood was observed on the c-ring. The c-ring was observed to be cut in half longitudinally and appeared to be melted between the flanking curved areas. The scope wash tubing and the retention rib remained attached to the cannula. Based on the returned condition of the device and the evaluation results, the reported failure ¿peeled jaw" was not confirmed but was confirmed for the analyzed failure "break, c-ring cut¿.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic casing that holds the wires at the tip of cutting device was broken when opened. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic casing that holds the wires at the tip of cutting device was broken when opened. A replacement device was used to complete the procedure. No patient involvement.